Event description:
It was reported that during a cholecystectomy procedure, the clip could not be fed into the jaw properly. Also some clips were fed into the jaw malformed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/02/2008. Info anticipated, but unavailable at this time.